Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Concomitant device(s): 200-02-35 - three peg patella 35mm, 1658017. 204-34-08 - fluted stem extension 80l x 14 mm, 1674713. 204-40-12 - stem extension w/slot 120l x20 mm, 1051537. 204-63-05 - tibial augment block 1/2-sz 3 5mm, 1885241, 1885243. 208-01-04 - cc femoral sz 4, 8581248. 208-04-42 - trap tray, offset beta cem., sz 4f/3t, 1706938. 208-04-76 - screw, offset, szhh, 1153926. 208-06-04 - cc distal fem augment sz 4, 10mm, 1351851, 1931859. 208-07-04 - cc posterior fem augment sz 4, 5mm, 1813897. 208-09-05 - cc stem ext adaptor 5 degree, 2066882.

Event description:
It was reported via legal that a male patient had right knee replacement index surgery on (B)(6) 2011 and a revision surgery on (B)(6) 2019 approximately 8 years after implant. No further information was reported.